Manufacturer narrative:
A follow-up report will be submitted upon completion of the investigation.

Event description:
The customer reported lcd is dark. The customer reported there was no patient involvement.

Manufacturer narrative:
The manufacturer¿s technical services (ts) advised the customer to upgrade to the 2nd gen lcd and provided parts ID for the ui assy and supplied 2.0 software and discussed installation. The customer replaced the ui assy to address the reported problem. The unit was checked overall, run in tested, cleaned and functionally tested and no abnormality was confirmed, back in service the determination could not be made that the device failed to meet specifications. The device was not being used for treatment when the reported event occurred, and there is a relationship of the device to the reported problem. Part was not returned to (B)(6). The root cause cannot be determined until the device is returned and investigated.